Event description:
Patient presented back to the physician with pain at the chest incision site and stimulation lead eroding through the skin by the ipg. Physician brought the patient into the or, removed the ipg, flushed the pocket with antibiotics, capped the leads, and closed the chest incision.

Event description:
Patient presented to the physician with a hematoma at the chest incision. Physician prescribed antibiotic.